Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the maryland bipolar forceps instrument moved on its own/to another side. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did not recall the specific movement of the instrument but noted that the instrument did not follow the intended movement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. External and internal visual inspections revealed no issues. The instrument was placed and tested on an in-house system, where it passed recognition and engagement checks. It moved smoothly with a full range of motion in all directions. The grips opened, closed, and grasped correctly. The instrument also passed electrical continuity and energy delivery tests across various grip orientations. No motion-related issues were identified during failure analysis. The instrument was fully functional, and no product issues were found. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.